Manufacturer narrative:
The insulin pump was received with intermittent response from the up arrow button, due to corroded keypad traces. No button error alarm or unexpected numbers scrolling occurred during testing. The device was received with a cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
A nurse from the customer's diabetes camp called and reported a button error was received on the insulin pump, after attempting to set the time and the numbers would not stop. Customer's blood glucose was 54 mg/dl. It was stated the insulin pump may have gotten wet. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.